Event description:
The customer reported that their device had lost power during a transmission of data following a patient event. The customer stated that this reported loss of power occurred multiple times. There was no patient use directly associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they had a third party usb data transfer cable connected to the device at all times. Through troubleshooting, the customer observed that this usb data cable was causing the loss of power in the device. The customer replaced the usb data cable and then observed proper device operation through functional and performance testing. Physio also advised the customer to not have the usb data cable connected to the device at all times. The customer advised physio-control that they have since returned the device to service for use. The device will not be returned to physio-control for evaluation. The usb data cable will also not be returned to physio for evaluation.